Event description:
The customer reported via telephone call that the sensors gave inaccurate readings and calibration error alerts, and that the adhesive did not stick. The blood glucose reading was 91 mg/dl. The customer also reported a hospitalization. The customer was advised on insertion and calibration technique, and how to improve adhesion. The customer reported that there was no incorrect or delayed entry of a blood glucose reading and that she calibrated the sensor only once per day. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to medwatch # 3004209178-2015-79009.